Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 a loss of connection occurred. Data was received for evaluation, confirmation of the issue was confirmed via data. The probable cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.